Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2015, the reporter contacted animas, alleging that there was a temperature issue with the pump. The reporter stated that there was no physical damage to the pump. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Follow-up #1: date of submission: (B)(6) 2015. Device evaluation: the device has been returned and evaluated by product analysis on (B)(6) 2015 with the following findings: the pump's black box history showed no evidence of excessive battery usage. The returned battery cap secured to the pump and was able to maintain an electrical connection. The battery compartment was intact and no damage was observed. The pump's current draws were within specifications. The pump was exercised for 24 hours with no evidence of excessive pump temperature occurring. The pump case was removed and no evidence of moisture or loose components were. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.